Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending artery. The 2.0 x 12 mm mini trek balloon catheter was advanced to the lesion and inflated to 10 atmospheres (atm); however, the balloon ruptured. Two additional non-abbott balloons were attempted, but also ruptured. A third balloon was used successfully and a stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.